Manufacturer narrative:
Exact date unknown, event occurred 3 weeks prior to the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing numbness in the left leg and groin as well as inadequate stimulation. It was also noted that the patient had charging difficulties. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The explanted device will not be returned as it was retained by the medical facility.